Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a bg of 39 mg/dl after pushing a cartridge back into the ilet while still connected to the infusion set and without performing a rewind, resulting in inadvertent insulin delivery. The user developed dizziness, confusion, nausea, shakiness, and lethargy and was taken to the hospital for evaluation. The user was monitored and discharged the same day.